Manufacturer narrative:
A titan touch pump, two cylinders and reservoir were received for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient had extremely thin/weak corporal tissue and was experiencing the start of erosion. The distal tips were visibly beginning to erode and the physician wanted to add distal caps to prevent any further erosion. It was noted that there was nothing wrong with the implant. The device was removed and replaced.